Event description:
On (B)(6) 2024, during a routine sti/std(sexually tranmitted infection / sexually transmitted disease) screening in which I've had several times over the years, the physician decided, without any pre-symptoms or outbreaks to request a hsv 2 igg, type spec test which resulted in a positive of 1.59. Shocked, I sought out a second opinion from another facility on (B)(6) 2024 to conduct the same test after my husband produced a negative result. The results of this hsv 2 igg, type spec produced a 1.43 result. After additional research and consultation with my physician, I was finally referred to receive a confirmatory test with the hsv western blot test on (B)(6) 2024 and the results concluded negative for both hsv-1 (which was seen in original tests) and hsv-2. I would like to report the false positives produced from both hsv 2 igg, type spec on (B)(6) 2024. Thank you. Labcorp.